Event description:
It was reported that this device has been induced for several times but was unable to convert. Boston scientific technical services (ts) verified the polarity of the lead and found out that the patient was on amino. The physician will need to figure out what to do, dual coil lead, azygous implant or wait if this was due to the amino. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.